Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. The malfunction code was reset successfully, and the issue did not recur. Technical support guided the customer through the pump reset process and instructed them to call back if the issue recurred. Customer may continue to use the pump.